Event description:
Boston scientific received information that during a routine device replacement procedure, the right ventricular (rv) lead was observed to be stuck in the header. Ultimately, the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.